Event description:
It was reported that patient does not have access to sound with the device since (B)(6) 2014. The patient will be re-implanted but a date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.